Event description:
In 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultralink meter would not power on. The pt indicated that the alleged meter issue started the day before, during the morning time. The night the alleged issue began, the pt administered self-care by taking their usual dosage of insulin via her pump. Twelve hours after the alleged issue began, the pt claimed that she developed symptoms of shakiness and a headache. The pt denied receiving treatment because of the alleged issue. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes mgmt regimens, what actions she took before and after the symptoms developed, and if she was able to test her blood glucose on another device during the time of concern. The meter test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.